Event description:
The complainant alleged that during the incoming inspection of the product, the device intermittently displayed "discharge fault." The complainant indicated that there was no pt involvement in the reported failure.